Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider aspirated the appropriate volume from the reservoir. While filling with the new medicine, the pump "locked" at 10ml and the hcp was then unable to aspirate. Negative pressure was held on the syringe for several minutes and the pump reservoir was re-accessed with two different kits without success. The hcp was planning to recheck the pump at a later time. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.